Event description:
On 21/mar/2023, during a follow up, this peritoneal dialysis (pd) patient reported to fresenius they were hospitalized. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023, for sepsis and diabetic ketoacidosis (dka) that was unrelated to pd therapy or the use of any fresenius product(s) or device(s). It was affirmed the patient did not experience symptoms of sepsis or dka during a pd treatment. During the patient¿s admission on (B)(6) 2023, she complained of abdominal pain and hospital staff noted cloudy peritoneal effluent fluid with her initial treatment in the hospital. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023, presented with staphylococcus epidermidis in the culture and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient¿s sepsis was not believed to be related to her peritonitis infection as the effluent fluid culture organism differed from the microorganisms found in blood serum cultures. The patient was able to undergo continuous ambulatory pd (capd) as capd was the preference for renal replacement therapy in the admitting facility. The patient had a difficult hospital course as a result of sepsis, but she recovered from these events and was discharged to home on (B)(6) 2023. It was confirmed the patient¿s sepsis, dka, peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed ccpd therapy on a newly received liberty select cycler at home post-discharge.

Event description:
On (B)(6) 2023, during a follow up, this peritoneal dialysis (pd) patient reported to fresenius they were hospitalized. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 for sepsis and diabetic ketoacidosis (dka) that was unrelated to pd therapy or the use of any fresenius product(s) or device(s). It was affirmed the patient did not experience symptoms of sepsis or dka during a pd treatment. During the patient¿s admission on (B)(6) 2023, she complained of abdominal pain and hospital staff noted cloudy peritoneal effluent fluid with her initial treatment in the hospital. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with staphylococcus epidermidis in the culture and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient¿s sepsis was not believed to be related to her peritonitis infection as the effluent fluid culture organism differed from the microorganisms found in blood serum cultures. The patient was able to undergo continuous ambulatory pd (capd) as capd was the preference for renal replacement therapy in the admitting facility. The patient had a difficult hospital course as a result of sepsis, but she recovered from these events and was discharged to home on (B)(6) 2023. It was confirmed the patient¿s sepsis, dka, peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed ccpd therapy on a newly received liberty select cycler at home post-discharge.